Manufacturer narrative:
Date of event is unknown date is 2019. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision of a tibia construct occurred on (B)(6) 2019 due to infection. Patient was revised to another cancellous screw at the proximal portion of the nail/tibia. Infection was cleaned out. Procedure was completed successfully. This is report 3 of 3 for (B)(4). This report is for an unknown locking screw. This complaint is linked to (B)(4) which captures the intraoperative event.